Event description:
Customer reported via phone call that insulin pump gave a constant tone, display screen was lit-up blank and buttons were not responding, even after battery change. Customer's blood glucose was over 200 mg/dl which was treated with manual injection. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. No unexpected alarm or audio anomaly was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.